Manufacturer narrative:
An investigation was carried out into this complaint. After review of the reportable complaints for walker we found that there are no similar events and that this event can be considered as isolated case. From the description and photos documented by an arjohuntleigh technician it can be shown that device was performing as intended at the time of the incident, therefore it was up to manufacturer's specification, without any signs of damage. We also have not been able to find any contributing manufacturing anomalies. The walker walking aid was used for the patient rehabilitation at the time of the incident and in that way contributed to the event. It has been reported by arjohuntleigh representative that while a resident with hemiplegia was sitting using walker aid, he scratched the inside of the paralyzed knee on the corner of the walker. The wound was stitched in the hospital emergency room. As reported by the facility personnel, this serious injury could be caused by the resident's delicate skin and an unfortunate position of the leg on the way down. After the incident, on the request of the customer, the technician has softened the corners to make sure the same issue will not happen again. Walker was tested prior standards and it passed the test for the: "rough surfaces, sharp corners and edges which may cause injury or damage avoided or covered", therefore is considered to be free from any sharp edges. Another test was performed in the manufacturer's laboratory to confirm that the corner of the newly produced walker is safe. The edge passed a "sharp edge" test and is considered not to pose any threat to the user. There were also simulations made to control if the edge can touch the knee while sitting and if there is any possibility to provoke such position of the leg so as to make a crush the knee. As was presented in the simulation report, in normal, parallel position of the tights it is impossible. However in one of two tested adverse positions, when intentionally blocking the leg under the seat, it was possible to create a situation when the seat was pushing the thigh and causing discomfort. Unfortunately, as the patient was paralyzed, he probably did not feel any pain and did not alarm the caregiver to stop the lowering of the device. In such situation the caregiver should pay special attention on the position of the resident. As stated in the instruction for use (IFU 04.gc.01_5gb from september 2009) on page 5: "warning never leave the resident unattended at any time due to risk of a fall or other dangerous situations." Additionally, it was reported that the patient had very delicate skin therefore he could been hurt by objects that normally are not considered sharp to most of the users. In such cases additional focus shall be given to the resident's positioning. From this we conclude that this unfortunate event was most likely caused as a result of pre-existing state of the resident (vulnerable skin and unintended location of the paralyzed leg under the seat) and lack of attention of the caregiver who did not detect the adverse position of the leg during sitting.

Event description:
It has been reported by arjohuntleigh representative that while a resident with hemiplegia was sitting using walker aid, he scratched the inside of the paralyzed knee on the corner of the walker.